Event description:
A baxter engineer reported a pump with failure code 812:02. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instruction from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 12, 2007. Evaluation summary: the reported condition of failure code 812:02 was confirmed. Inspection of the device found that this was caused by a faulty pump head module that was replaced.